Event description:
It was reported that this left ventricular (lv) lead was set to a high output of 5.5 volts (v) at 2.0 milliseconds (ms) because the lead had pulled back since implantation, with only pole 1 remaining in the vessel. As a result, the physician decided to revise the lv lead; however, since the lead could not be retracted, this lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received indicating that this lv lead was confirmed to have moved from the original implant location by chest xray and was further verified under fluoroscopy in the catheterization laboratory.

Event description:
It was reported that this left ventricular (lv) lead was set to a high output of 5.5 volts (v) at 2.0 milliseconds (ms) because the lead had pulled back since implantation, with only pole 1 remaining in the vessel. As a result, the physician decided to revise the lv lead; however, since the lead could not be retracted, this lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.